Event description:
It was reported that the image going out of focus in between surgery, image not clear during procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section b5, which changes the severity of the initial report from a malfunction to an adverse event. Corrections are made to reflect the serious injury report in sections b1, b2, and h1. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to further received information, there was a surgery prolongation of more than 60 minutes. Because of the duration of the prolongation, the case is deemed as reportable.

Event description:
According to further received information, there was a surgery prolongation of more than 60 minutes. Because of the duration of the prolongation, the case is deemed as reportable.

Manufacturer narrative:
Additional information is provided in section b5, which changes the severity of the initial report from a malfunction to an adverse event. Corrections are made to reflect the serious injury report in sections b1, b2, and h1. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer, "image not clear during procedure" could not be confirmed. The most probable root cause could be an issue with an accessory unit, e.g. Camera head, light cable or endoscope. The software was not up to date and the warranty seal was broken. Both determinations are independent from the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).